Event description:
Allegations of scleroderma, reumatoid arthritis, raynaud's disease, pain and loss of function in breast, and any and all other illnesses contracted as a result of connective tissue disease, also lumen allegedly was collapsed.